Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating an off no power anomaly and motor error from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that the pump alarmed motor error about an hour ago, she when she rewound the pump, it said no power. The customer stated that there is a black circle and an empty battery on the right. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there was more than one motor position encoder error in the last 30 days. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer stated that the pump was not dropped or bumped. The customer will be sent a replacement pump.